Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reported information, it is possible that inadvertent mishandling and/or manipulation during removal from the dispenser coil resulted in the reported tip break, however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when the ht versaturn guide wire package was opened, the tip coil was noted to be unraveled. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.